Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. Visual inspection showed cuts in insulation likely explant damage. The proximal end of the distal high voltage coil has been separated from the insulation. A deformation was noted in the distal high voltage coupler where it has been flattened. In addition, a light residual calcification was observed on the lead at the tip and shock coil. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Furthermore, laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead was fractured. A new lead with was implanted. No additional adverse patient effects were reported. Additional information indicates that the rv lead fracture was confirmed by lead measurements and an x-ray.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead was fractured. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead was fractured. A new lead with was implanted. No additional adverse patient effects were reported. Additional information indicates that this fracture was confirmed by lead measurements and an x-ray.